Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as to be possibly due to touch contamination. The patient had come into the clinic with no dressing in place and the pd catheter in their pocket. Six days prior to receipt of this report, the patient was hospitalized for the peritonitis event. While hospitalized the patient was treated with unspecified antibiotics. The patient was discharged six days after admission. Through the clinic, the patient was treated with three doses of intraperitoneal vancomycin 1.5 gm, (last dose administered eight days after initial receipt of this report). Pd solutions were ongoing at time of the event. At the time of this report the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.